Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(6). Date of event is unknown. Additional product code: hwc. (B)(4) lot number unknown. Implant date is unknown. Device will not be returned. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported the patient underwent a revision surgery on (B)(6) 2016 for removal of a broken 2.7mm/2.5mm va-lcp lateral distal humerus plate and a non-union at the treatment site. The patient was revised to a different plate and bone grafting. There was no reported surgical delay and the procedure was completed successfully. The patient was reportedly doing well following surgery. The patient with renal cancer metastasis (bone) was implanted with the hardware on an unknown date for a distal humerus bone tumor. Concomitant devices reported: lc-dcp plate (part # 223.59, lot # 6998991, quantity # 1), 2.7mm locking screws (part # unknown, lot # unknown, quantity # 6), 3.5mm cortex screws (part # unknown, lot # unknown, quantity # 9). This is report number 1 of 1 for (B)(4).

Manufacturer narrative:
(B)(6). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.